Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The sterile sleeve ripped during attempted repositioning at bedside. Tegarderm was placed over the sleeve and support continued uninterrupted. There was no patient harm.